Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - low telemetered battery voltage; telemetered battery voltage was 2.55 v on (B)(6) 2010 and was recorded as 2.93 v in the daily measurement log on the same day.

Event description:
It was reported that the device battery voltage upon interrogation in office less than the value on the save to disk. The elective replacement indicator was not tripped. The device is still in use. No patient complications have been reported as a result of this event.